Event description:
Same case as MDR ID: 2134265-2013-05889; 2134265-2013-05884. It was reported that during a carotid stenting treatment procedure, patient experienced agitation, disorientation and stroke. Vascular access was obtained via femoral artery. The 70-80% stenosed target lesion was located in the left common and left internal carotid arteries. After 190 cm filterwire ez was deployed, a 10mm x 24mm, 5.9f, 135cm carotid wallstent was advanced and implanted to the lesion. Subsequently, post-dilatation was performed at 6 atmospheres with a 5.0mm x 20mm x 135cm sterling balloon catheter. The balloon was deflated and removed. The physician then advanced the filter wire retrieval sheath over the filter wire ez guide wire and the device was removed from the patient. Upon inspection of the filter outside the patient body, no thrombus or emboli was noted. A completion angiogram was performed and ¿it looks normal.¿ during insertion of a non-bsc vascular closure device in the access site, the patient appeared to be agitated and disoriented. Stroke then occurred after the procedure was completed, while the patient was still on the table. Patient is currently hospitalized.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).